Manufacturer narrative:
The pump passed the self-test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarm or displacement anomalies were noted during testing. No pump error 37 was noted during testing. However, a pump error 37 alarm was found in the pump history files. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and it passed. The motor was tested outside of the device and it passed. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a drive count error from the insulin pump. The customer's blood glucose reading was 9.5 mmol/l. The customer has attempted to restart the system 10 times. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.